Manufacturer narrative:
Product analysis: analysis was able to confirm that the atrial port was broken. Analysis also noted that the ventricular port was broken, the main seal was pinched, the lower case was warped, there was a tool mark on a plug, and the backlight did not work due to an intermittent connection. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports on the external pulse generator (epg) needed repair. A request for test and calibration was also noted. The programmer was returned for service. There was no patient involvement.